Event description:
Procedure type: hernia. According to the reporter: the grey seal fell off and was pushed into the cannula along with the mesh. Trocar and seal were removed, and a new device was opened and used to continue the case. A delay of approx 20 mins occurred. No bleeding or pt injury reported.

Manufacturer narrative:
(B) (4)